Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not on its original position. The physician had it successfully repositioned. Attempt to obtain additional information was unsuccessful. No additional adverse patient effects were reported.